Manufacturer narrative:
No product is being returned for evaluation but lot number is provided. A device history report will be reviewed by engineering in order to further investigate this incident and a follow-up report will be sent within 30 days or upon completion of the evaluation. Additional lot number: 1129280.

Event description:
The introduction of the first trocar provoked 3 incisions because of the non retraction of the blade. Perforation of the stomach, pancreas, and aorta caused transfer of the patient to reanimation.